Manufacturer narrative:
The device was returned to olympus for inspection based on the investigation findings, the probable cause was the ingress or accumulation of dust, dirt, or other foreign material. The cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that there was dirt on the object lens on the videoscope. No patients were involved.